Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that the patient dislocated during a physical therapy session. Was brought to or for open reduction. Head and liner were exchanged to lengthen the hip slightly due to leg length discrepancy noted by the patient but was intentionally left short after multiple surgeries due to contraction of soft tissues. Doi: (B)(6) 2021 dor: (B)(6) 2021 affected side: left hip.